Event description:
It was reported that the patient experienced pain in the knee and loose components.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown large femur eius . It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.